Manufacturer narrative:
It was reported that electrode belt sn (B)(4) was thrown away at the hospital. Monitor sn (B)(4) was returned to zmc on 6/16/2016 and evaluation is currently underway. There is no evidence of a device malfunction at this time.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was not conscious and at a hospital at the time of passing. A nurse stated that the lifevest started to alarm and CPR was initiated. Prior to passing, the patient received ten inappropriate treatments. The rhythm at the time of the first 5 treatments was asystole with CPR artifact. The post-shock rhythms were also asystole with CPR artifact. The rhythm at the time of the second five treatments was solely CPR artifact. The post-shock rhythm was also CPR artifact. CPR artifact contributed to the false detection. There is no evidence to suggest that the lifevest caused or contributed to the patient's death as the patient was already in a non-life-sustaining rhythm prior to treatment. There is no evidence of a device malfunction contributing to the event.